Manufacturer narrative:
The investigation of high purge pressure has been completed. The data logs were reviewed and the high purge pressure event was confirmed. On the 24th, purge pressure rose over a 5-minute period until the alarm triggered. It resolved after four hours. Leading up to the event, there was no clear motor current spikes. However, pump flows were trending down and out of specification for p-5 and there were some slight disturbances in the motor current, motor speed, and placement signal. The returned product was investigated and there were no abnormalities or signs of biomaterial. The pump was connected to a console, primed, and run in a bucket for ten minutes, and high purge pressure was not reproduced. This aligned with the clinical details provided that tissue plasminogen activator (tpa) was used and resolved the complication. Based on tpa resolving the high purge pressure in the field and it not reproducing in the lab, the root cause of the high purge pressure was most likely biomaterial.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed high purge pressure the following day. The patient was brought to the catheterization lab for balloon aortic valvuloplasty and impella cp placement post intervention which was successfully completed. A transcatheter aortic valve replacement was to be planned for a later date. The patient was transferred to the unit on support. The following day, the console displayed purge flow blocked and purge pressure high alarms. No kinks in tubing or catheter were noted. Tissue plasminogen activator was ordered for the purge. It was discussed the patient was stable enough on low impella support and drips to explant, given overall plan which was to try to extubate. The physician was also concern for hemolysis with rising lactate dehydrogenase and felt explanting the device would help with the patient's overall neurological status. The patient was taken to operating room and a surgical cutdown was performed. The impella cp device was weaned to performance level p-2, then to p-0 while pulling across the valve and was explanted. Groin was hemostatic prior to leaving operating room. The patient survived the explant and returned to unit for further hemodynamic monitoring.